Event description:
It was reported that universal surgical manipulator (usm) 2 had a lot of resistance when pressing the instrument clutch and manipulating the usm. The technical support engineer (tse) reviewed the logs and identified error 32056 reporting from the acc board (ac_2f) on usm 2. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2. The error did not recur following the replacement. The system was tested and verified as ready for use. The usm was returned for failure analysis (fa) and the reported resistance issue was confirmed during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto a golden system with no errors or faults triggered. However, there was a little resistance and noise coming from the yaw/pitch motor modules back-driving the arm. The unit was then tested on the patient side cart fixture test platform (pftp) and was able to pass all fa tests. Based on these findings, fa identified that the motor modules and harmonic drives were the root causes.